Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip opened when locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The mitraclip delivery system was advanced to the mitral valve, and the clip was placed. However, the clip failed the final arm angle test twice, as the clip opened while locked. The clip was not implanted and was replaced. One clip was implanted, reducing mr to 1-2. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned and investigated. The reported clip opening while establishing final arm angle could not be replicated during returned device analysis as the clip would not open during testing. A review of the lot history record identified no exceptions issued to the reported lot. Additionally, a review of the complaint history identified no lot specific product issue. A definitive cause for the reported mechanical issue could not be determined. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.